Event description:
It was reported that the lesion was in the distal right coronary artery (rca), and the ostium of the rca was heavily calcified. The calcification was crossed with the guide wire. The promus stent delivery system (sds) would not cross and was removed from the patient. Due to the heavy calcification of the ostium the physician decided to end the procedure; however, during removal of the guide wire the tip caught on the calcification in the ostium, resulting in a separation of the guide wire tip. No attempts were made to snare the separated tip, which remains in the ostium. The patient was reported to have no adverse effects due to the tip being left in the vessel. No additional information was provided.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 39 mg/dl, 29 mg/dl, and 90 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). A review of the lot history record was performed and non non-conformities were found. Based on the provided information the guide wire tip was most likely trapped by the calcification at the ostium of right coronary artery (rca), where the pull-back manipulation to the guide wire was applied, resulting in the guide wire separation due to the force exceeding the product design limit. Maude report(B)(4).